Event description:
It was reported that a patient was intubated in the hospital when undersensing of vf episodes occurred. The patient was externally defibrillated. Reprogramming the device was recommended.

Event description:
It was reported that a patient was intubated in the hospital when undersensing of vf episodes occurred. The patient was externally defibrillated. The device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.